Event description:
Bovie activated on touching medial left breast without buttons being pushed. Patient sustained 4 mm x 4 mm burn. The unit was evaluated by clinical engineering. The problem could not be repeated. The device was used with a conmed bovie pencilinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.